Event description:
It was reported that while on pt, an IV bag containing water burst over the ventilator. The ventilator have been failing pre-use check since then.

Manufacturer narrative:
The reported failures during pre-use check were confirmed in the received device logs. The following printed circuit boards were replaced pc 1784 expiratory channel and two pressure transducer boards, pc 1781. The replaced boards have not been requested for investigation since the root cause of the problem is known. Water inside the ventilator causes damages on printed circuit boards and other parts of the ventilator, which in turn might cause failures during pre-use check and alarms during ventilation. (B)(4).